Event description:
It was reported that the ilet pump displayed transmitter-related alerts including ¿transmitter not found,¿ ¿searching for transmitter,¿ dosing stoppage warnings, and an alert 8 after a new dexcom sensor was placed, with subsequent troubleshooting to toggle cgm type, re-enter the transmitter serial number and sensor code, and reinitiate pairing and warmup; the issue was attributed to an expired or failed cgm transmitter and ongoing connectivity failure between the cgm and the pump. Symptoms included no reported adverse clinical effects. Outcomes included reliance on manual fingerstick blood glucose entry and instruction to use backup therapy during cgm downtime. Investigation included technical support-guided device setting review, transmitter identification verification, cgm pairing attempts, and coordination with the cgm manufacturer for transmitter replacement. Investigation of this case revealed cgm transmitter expiration or malfunction resulting in loss of communication with the pump and intermittent dosing suspension warnings. It was concluded that the event resulted from cgm transmitter failure and not an ilet pump malfunction.